Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device had a "check vent: proximal pressure sensor auto-zero failed" (diagnosis code 110b), in the log. Not in use, no patient or user harm reported. During periodic maintenance, the service engineer (se) reported that the device had a "check vent: proximal pressure sensor auto-zero failed" (diagnosis code 110b), in the log. The se replaced solenoid valve 3 and 4.